Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high, out-of-range pacing lead impedance on the right atrial (ra) channel, triggering a lead safety switch. Oversensing of noise was also noted. The field representative adjusted the sensitivity and automatic gain control to optimize performance. Noise could still be recreated but the oversensing was resolved. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to submit an updated conclusion code.